Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was confirmed. It was also noted the dead pixels in the image and a lens coupler is rusted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during reprocessing the 4k camera head displayed a e224 communication error when connecting a scope. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the e224 error was due to a faulty cable and a rusted coupler. The root cause of the event was unable to be identified. Olympus will continue to monitor field performance for this device.